Event description:
It was reported the dr experienced difficulty deflating the balloon during a fistulagram. The balloon was inflated one time and would not deflate. The dr had to deflate the balloon with a 60cc syringe and it only deflated partially. The dr was able to get the balloon out of the pt. There was no pt injury reported.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the mfg process and the qc testing. This lot met all release criteria, including the testing for inflation and deflation of the balloons. The returned sample was evaluated. Upon initial inspection, there wasn't any apparent visual damage to the catheter or the balloon. The refolding tool was still intact on the shaft of the catheter. A .035 guidewire was inserted and the balloon was inflated to rated burst pressure at 30 atm's for 1 minute with no difficulty. The balloon was timed to deflate in 1 minute 20 seconds. The balloon did not appear to have any defects to the port holes or the balloon. The balloon was peeled back proximally and the dissected area of the balloon and port holes were visually inspected and there did not appear to be any visual defects. Water was introduced into the dissected shaft without difficulty. Measurements were taken of the shaft and the port holes. Each of the measurements were within specification. The result of the investigation is confirmed, and the root cause is unk.